Event description:
It was reported that the device was explanted due to infection. Patient doing fine post procedure.

Manufacturer narrative:
UDI (di) (B)(4). Analysis is normal. No anomalies were found.